Event description:
It was reported that patient experienced pain at the ipg site. Surgical intervention occurred on (B)(6) 2022 during which the ipg was explanted, replaced and relocated.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.